Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90-115mg/dl fasting. Verified the strips expire 10/27/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 175mg/dl and 144mg/dl fasting. Reviewed meter memory: (B)(6). When retrieving meter memory time and date were not properly set up. Customer states that at the time of the reading she felt a cold sweat. Customer states that she recently changed her medication from naproxen to tramadol an anti-inflammatory drug.